Manufacturer narrative:
The device was returned to olympus and the evaluation found corrosion on the coupler, flood marks on charged coupled device, scope communication error-e221 and broken cable. Based on the results of the investigation, it is likely that the following led to the malfunction: e221 (scope communication error) occurred because the video function did not function normally due to the cable failure and the most probable cause was component failure. A definitive root cause could not be established for the remaining reportable malfunctions found during evaluation. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited corrosion on the coupler, flood marks on the charged coupled device, scope communication error-e221, and broken cable. There was no patient involvement.